Event description:
Customer reported a malfunction on the pump with malf 12 and fault ID 12-0x2071. There was no adverse impact to the customer¿s blood glucose level. Technical support provided information to reset the pump, assisted the caller with the reset, and instructed them to continue using the pump and to call back if the malfunction recurred, which it did not.